Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous case report refers to a female consumer who had big allergy due to nickel that paralyzes her life under essure therapy, causing her a disability. Allergy to metals is anticipated in the reference safety information for essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. In addition, some patients may develop an allergy to nickel or other components of the micro-insert following placement within the fallopian tube. Considering the implied temporal relationship and the lack of alternative explanations, causality with essure cannot be excluded (related). Due to the reported serious injury, case was regarded as incident. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("big allergy due to nickel that paralyzes her life") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced allergy to metals (serious criterion disability) and adverse event ("health problems"). At the time of the report, the allergy to metals and adverse event outcome was unknown. The reporter provided no causality assessment for allergy to metals and adverse event with essure. Company causality comment: this spontaneous case report refers to a female consumer who had big allergy due to nickel that paralyzes her life under essure therapy, causing her a disability. Allergy to metals is anticipated in the reference safety information for essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. In addition, some patients may develop an allergy to nickel or other components of the micro-insert following placement within the fallopian tube. Considering the implied temporal relationship and the lack of alternative explanations, causality with essure cannot be excluded (related). Due to the reported serious injury, case was regarded as incident. A product technical analysis is expected.